Manufacturer narrative:
Analysis found that pre-repair temperature test was unable to perform due to motor run rough and stalled intermittently. The unit failed hipot. Replaced, verified and passed all tests as per service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was hot, noisy and was running rough prior to the procedure. There was no medical intervention required and performed. There was no patient impact.